Event description:
It was reported that the right atrial (ra) lead was explanted due to failure to capture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is returned for analysis.

Event description:
It was reported that the right atrial (ra) lead was explanted due to failure to capture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The complete lead was returned intact. The stylet was returned in the lead, extremely bent. The setscrew marks were in the correct location on the terminal pin. The helix was extended and dried body fluid and tissue were noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.